Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported one ultrathane mac-loc locking loop multipurpose drainage catheter was tested for leaks at the user facility after four patients, reported on medwatch's 1820334-2018-01147, 1820334-2018-01148, 1820334-2018-01144 and 1820334-2018-01050, experienced leaks post-op. The reported device had no patient contact and is being returned for evaluation. To date, the lot number is unknown.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, functional test, quality control, and visual inspection of the returned device was conducted during the investigation. Additional information: additional questions were asked about the event. On (B)(6) 2010 it was stated that they cannot absolutely ensure the lot number, on the device used on the patient. On (B)(6) 2018 it was reported that "non special difficulties related to implantation of the catheter. It is not known how long the catheter was placed before the leakage started. The catheter that was returned for investigation in an opened condition, along with six unopened catheters from the same lot. The device that was used with the patient was not returned. Bio-matter was not present on any of the devices. There did not appear to be any surface damage on the devices. Tug and twist tests were conducted on all catheters revealing that the catheter tubing was secure inside the cap. The catheter tube outer diameter was measured and found to be within manufacturing specifications on all devices. Additionally, the number of visible screw threads between the mac-loc hub and connector cap were inspected and found to be outside of manufacturing specifications for the opened catheter and within specifications for the six unopened catheters. Leak tests were conducted on all seven catheters; a leak was noted on the opened catheter between the connector cap and the catheter tubing, as described by the customer. On the six unopened catheters, two were noted to have similar leaks while the other four did not leak. A document-based investigation was performed of the returned devices. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation of the unopened devices, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. The root cause of the opened device was determined to be manufacturing related. The device used in the patient was not returned. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.